Event description:
It was reported that this left ventricular (lv) lead connected to a cardiac resynchronization therapy defibrillator (crt-d) exhibited concerns of loss of capture (loc). Additionally, the left ventricular automatic threshold (lvat) test was found to be in suspended mode. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.